Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir, performed manual prime test using a new lab infusion set along with pump. Reservoir passed per inspection, no occluded anomaly was observed during test. Reservoir connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 438 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer checked site and cannula was not bent. Customer was advised that site may have been occluded. Reservoir would be returned for analysis.